Event description:
It was reported that the insulin pump alarmed during the rewind. Troubleshooting was performed, and the drive support cap was protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose drive support disk. Cracked battery tube threads and scratched lcd window noted during visual inspection.